Event description:
It was reported that "the balloon was ruptured during thrombectomy. The procedure was the same as usual." The customer commented that there seemed to be no balloon detachment, but would like it to be evaluated. There were no patient complications reported.

Manufacturer narrative:
The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be ruptured, approximately 0.25" x 0.06" in size, longitudinally between distal and proximal windings. The rupture edge was not able to match up. There was no damage to the balloon windings or the catheter body. The thru-lumen was found to be patent and did not leak. A review of the manufacturing records indicated that the product met specifications upon release. The reported event of balloon rupture was confirmed; however, there are no indications that this is related to the manufacturing process. Although the root cause of the damage cannot be conclusively determined, procedural factors may have contributed to the event . As stated in the product IFU the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. No actions will be taken at this time.